Event description:
Family reports patient has a shunt and when headaches returned the shunt was checked. Once that was clear, tightness seemed to resolve. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).